Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery. Customer's blood glucose level was 407 mg/dl. Currently her blood glucose level was 524 mg/dl. The customer was thirsty. The customer used a syringe to treat her high blood glucose level. The device was not returned.